Manufacturer narrative:
Patient's identifier, date of event and explant date were not provided. When the requested information becomes available, a supplementary report will be submitted. Device evaluation results are not available. When the analysis is complete, a supplemental report will be submitted. Patient weight is unknown.

Event description:
Per complaint (B)(4), claim form received with missing information, contacted customer for additional information.